Manufacturer narrative:
.

Event description:
It was reported that approximately a centimeter of vns patient¿s lead was extruding from the patient¿s neck. The patient underwent surgery to reposition the extruding lead. Diagnostic results following surgery showed normal device function. The extrusion was first observed on (B)(6) 2014 when the patient went to the ER and had surgery. The nurse stated that the extrusion may be due to the placement of the lead which may be pushing against the neck incision site. The nurse also stated that the patient¿s neck orientation may have contributed to the extrusion. The patient was doing well following surgery.